Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for the provided lot number. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally photographs were returned to aid in our investigation. The returned photos show that there is a slightly darker pinhole on the side of the needle. This pinhole is not a cause for concern and is a functional design of the indwelling needle, which aids in flashback during use. This complaint is not a product quality problem, and there is no need for CAPA.

Event description:
It was reported bd intima-ii¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: "...when the needle was pulled out at the end of the patient's puncture, there was a black pinhole on the side of the needle..."

Event description:
It was reported bd intima-ii¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: "...when the needle was pulled out at the end of the patient's puncture, there was a black pinhole on the side of the needle..."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1139479. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally photographs were returned to aid in our investigation. The returned photos show that there is a slightly darker pinhole on the side of the needle. This pinhole is not a cause for concern and is a functional design of the indwelling needle, which aids in flashback during use.